Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI number is not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that low pacing lead impedance on the ventricular lead was observed. The lead was capped and replaced on (B)(6) 2018 during routine device replacement procedure. The patient was stable following the procedure and will be followed normally.